Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no pt involvement. Manufacturer ref #: (B)(4).

Manufacturer narrative:
More info surrounding the event have been requested. A supplemental MDR report will be provided when the investigation is finished.